Event description:
The field service engineer (fse) reported that the device is not operating properly. When the device is turned on, multiple error codes appear and there is no touch screen functionality. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board and power management (pm board shows that the u19 pin 6 (d3) internal shorted to pin 10 (gnd) on the power management (pm) pcba created the 1115, 1218, 111a, 1105 and 1104 error codes.